Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - guide/ compression/ k-wires/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the UK as follows: it was reported on (B)(6) 2023, the tibial nail had difficulties being put in a patient with a comminuted distal fracture. The nail jammed over the ball tip guidewire, with a piece of cortical bone trapped inside the peek insert. On removal of the nail the peek had also fragmented and it wasn¿t possible to remove the guidewire from the nail. The reaming was carried out in the proximal fragment. This report is for one (1) unk - guide/compression/k-wires. This is report 2 of 2 for complaint (B)(4).